Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self- test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank display. There was no reported pt involvement.